Event description:
It was reported that during testing, the device was not connecting intermittently. No patient impact.

Manufacturer narrative:
H3:analysis of the device confirmed the reported intermittent working. The connector pins were broken on the on/off pcba board and decal was damaged. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). H6: fdm code b17, fdr c20, fdc d20 and img code g02030 are applicable for product ID:nim4cm01 h4: manufacturing date of nim4cm01, serial/lot #: (B)(6): (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.